Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the cgm was at his grandfather's when his cgm was displaying 68 mg/dl with two arrows going down and did not check a finger stick to compare the value. The patient then had a hypoglycemic seizure but "got okay after a while". When the patient was at home, the cgm was 128 mg/dl and again, a finger stick reading was not checked as he thought his readings were "okay". Around 3:00 or 4:00pm, the patient was taken to the hospital via ambulance because he was confused and didn't know what his name was or where he was. No finger stick was taken at this time and it is unknown what the cgm was displaying. At the hospital, the patient was treated with IV therapy and provided tylenol. The patient was discharged at 11:30pm. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.